Event description:
Reportedly, the subject pacemaker was found operating in standby mode during a follow-up, and it could not be interrogated. The subject pacemaker was implanted in 2007, and an estimated residual longevity of 28 months was displayed on the programmer screen during the preceding follow-up. The pacemaker was explanted and replaced. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was found operating in standby mode during a follow-up, and it could not be interrogated. The subject pacemaker was implanted in 2007, and an estimated residual longevity of 28 months was displayed on the programmer screen during the preceding follow-up. The pacemaker was explanted and replaced. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.